Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had a CT scan and their legs cramped up on the patient and started hurting. This was 6 months after the implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.